Event description:
The report co received from the study in response to previous event investigation indicated that three months post-index procedure, the pt was hospitalized for an angiography due to dyspnea. The dyspnea was treated with calcium antagonitis. As reported, the event was unrelated to the device and procedure. It was also reported that the angiography showed 70% stenosis in the distal circumflex. No new ptca was planned. The pt was discharged the next day. The pt was admitted with stable angina, class 2. Cardiac related medication at the time of admission included aspirin, clopidogrel, statin and nitrates. The mid rca was stented with a cypher 18 x 3.00 mm and the distal circumflex was stented with cypher 2.50 x 18 mm. There were no complications reported during the procedure. Cardiac related enzymes were normal up to 24 hrs post-procedure. The pt was discharged on the same day without anginal complaints.